Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, a cracked case near the display window corner, a scratched reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and a stained end cap sticker.

Event description:
It was reported that the customer had issues insulin not exiting the tubing. Customer's blood glucose level at the time 12.3mmol/l. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.